Event description:
The customer reported that the left keys did not work. There are buttons along the left side of the screen that control menu selection that would not interfere with the delivery of defibrillation therapy. However, upon receipt and evaluation of the device on 02/19/2008 we discovered buttons for the external pacer functions were also not functional, which makes this a reportable malfunction.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the left side buttons. We originally assessed this as not reportable because the buttons on the left side, next to the screen, would merely disable the menu selections. Upon receipt and analysis, we found that the menu buttons and the external pacer controls were disabled, making this a reportable malfunction. We isolated the defect to an intermittent cable connecting the main board and the front panel display. Factory service replaced the cable to resolve the issue. After cable replacement, the device passed testing and returned to the customer.